Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the mega needle driver instrument cable was found broken on the tip. The procedure was completed with no reported injury. On 13-dec-2024 intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and a cable in the tip was broken. Therefore, the site did not use this instrument in the surgery. There was one cable visibly protruding from the distal end of the instrument.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.